Event description:
Customer reported that he and his family were in the beach and he was not feeling well. Customer stated that he was experiencing high blood glucose and was being taken to the emergency room. Customer stated that the insulin pump was alarming button error. Customer was unable to troubleshoot as he was on the way to the hospital. Blood glucose over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Device had intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.